Manufacturer narrative:
The customer¿s report of an oxytocin overinfusion was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event, however the log does show that the during the course of the infusions, at some point the pump modules were programmed to infuse the other medication than what was initially programmed. Channel a was programmed at 1:12 am on 08 november 2018 to infuse oxytocin at 1ml/hr (1milliunit/min). Channel b was infusing maintenance ivf at 125 ml/hr. Over the next few hours the oxytocin was repeatedly titrated at rates between 3 ml/hr and 16 ml/hr. At 9:38 am both modules were channeled off. At 10:17 channel a was programmed to infuse maintenance ivf at 150 ml/hr and channel b was programmed for oxytocin at 8 ml/hr. At 10:25-10:26 am both modules were again channeled off. Channel b was immediately selected and programmed for maintenance ivf at 999 ml/hr. Three minutes later the system was shut down. Functional testing found the pump module was delivering fluid within specification. The root cause of the reported oxytocin bolus was not identified. It cannot be determined from the logs what fluids were hanging on each module when the programming was changed between them.

Event description:
The customer reported that in labor and delivery, the device was programmed to infuse a normal saline bolus, but oxytocin was bolused in induction therapy. The baby's heart rate dropped and an ob response team was called. The customer reports the mother and baby are ok, and there's no report of long term harm. The customer later reported the nurse had intended for 8 ml/hour of normal saline to be infused on pump module serial number (B)(4), but they believe 8 ml/hour of oxytocin was infused from pump module serial number (B)(4), also identified as "module a", which when looking at the pcu head-on, was positioned on the left side.

Manufacturer narrative:
The customer¿s report of an oxytocin overinfusion was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event, however the log does show that the during the course of the infusions, at some point the pump modules were programmed to infuse the other medication than what was initially programmed. Channel a was programmed at 1:12 am on (B)(6) 2018 to infuse oxytocin at 1ml/hr (1 milli unit/min). Channel b was infusing maintenance ivf at 125 ml/hr. Over the next few hours the oxytocin was repeatedly titrated at rates between 3 ml/hr and 16 ml/hr. At 9:38 am both modules were channeled off. At 10:17 channel a was programmed to infuse maintenance ivf at 150 ml/hr and channel b was programmed for oxytocin at 8 ml/hr. At 10:25-10:26 am both modules were again channeled off. Channel b was immediately selected and programmed for maintenance ivf at 999 ml/hr. Three minutes later the system was shut down. Functional testing found the pump module was delivering fluid within specification. The root cause of the reported oxytocin bolus was not identified. It cannot be determined from the logs what fluids were hanging on each module when the programming was changed between them.

Event description:
The customer reported that in labor and delivery, the device was programmed to infuse a normal saline bolus, but oxytocin was bolused in induction therapy. The baby's heart rate dropped and an ob response team was called. The customer reports the mother and baby are ok, and there's no report of long term harm. The customer later reported the nurse had intended for 8 ml/hour of normal saline to be infused on pump module serial number (B)(4), but they believe 8 ml/hour of oxytocin was infused from pump module serial number (B)(4), also identified as "module a", which when looking at the pcu head-on, was positioned on the left side.